Event description:
Event description guidant received information that when attempting to use this regularly powered demo implantable cardioverter defibrillator (ICD) for the first time, a message was displayed, which stated device function is permanently disabled, tachy and brady therapy are not available.